Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a suction tube. The customer states that a hard plastic piece came off of the tube while putting it down the patients esophagus. The suction tube did not have a piece break or detach, it was a piece of clear oval plastic material attached to the outside of the tube or was inside of the tube out of the package. The hard piece of plastic was removed with long tweezers. The plastic piece was sitting in the back of the patients throat. The balloon in the patients trachea prevented the piece of plastic from going down the trachea. There was no harm to the patient.

Manufacturer narrative:
The product was manufactured on 05/28/2014. The device history record (DHR) file was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. A decontaminated sample with lot number 414107164x was received at the manufacturing plant for evaluation. The reported condition was confirmed. After performing a visual inspection per procedure, the condition was observed; a piece of plastic was loose. While reviewing the manufacturing process, the most likely root cause identified for the reported condition was due to the machine puncher being worn, causing an incomplete punch; it did not completely cut the part out from the tube. A quality alert will be posted in the production line in order to notify the personnel involved in the process about the reported condition. The machine will be submitted for a complete clean up in order to remove any foreign material. As corrective actions: a schedule will be established for the punchers in order to implement a periodic revision to the tool and machine. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.